Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on 1(B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included depression, body mass index normal and hypertension. Concomitant products included ibuprofen (motrin), methadone and tramadol hydrochloride (ultram). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") (seriousness criterion intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") (seriousness criterion intervention required), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), urinary tract infection ("infection ( blader/ urinary tract / vaginal )"), depression ("psychological or psychiatric problem condition :de12ression/ depression") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/ loss specify which one : weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ lower abdomen pain"), fatigue ("fatigue") and constipation ("gastrointestinal or digestive system condition type : consti12ation,"). The patient was treated with surgery (hysterectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal pain, abdominal pain lower, bladder disorder, urinary tract disorder, hormone level abnormal, urinary tract infection, depression, fatigue, constipation, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms were decreased after essure removal. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received. Reporter's information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, hormonal changes, infection (urinary tract), depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, constipation, vaginal discharge, weight gain, plaintiff did not undergo confirmation test. Concomitant diseases, concomitant drugs were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no: 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included depression, body mass index increased and hypertension. Concomitant products included ibuprofen (motrin), methadone and tramadol hydrochloride (ultram). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") (seriousness criterion intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") (seriousness criterion intervention required), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), urinary tract infection ("infection ( blader/ urinary tract / vaginal )"), depression ("psychological or psychiatric problem condition :de12ression/ depression") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/ loss specify which one : weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ lower abdomen pain"), fatigue ("fatigue") and constipation ("gastrointestinal or digestive system condition type : consti12ation,"). The patient was treated with surgery (hysterectomy and total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal pain, abdominal pain lower, bladder disorder, urinary tract disorder, hormone level abnormal, urinary tract infection, depression, fatigue, constipation, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms were decreased after essure removal. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.